Event description:
Gave a low sugar alarm. Notice of defections with libre 3 plus these are mine that I currently have. I am wearing one of the 5. Pt code: 4582. Device code: 2460. Ref reports: mw5180354, mw5180355, mw5180356, and mw5180357.